Manufacturer narrative:
(B)(4). The device is being returned for evaluation. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined. A review of the device history record revealed no nonconformities, failures or deviations that could have caused or contributed to the patient's death. Review of the device service history revealed no issues that could have caused or contributed to the patient passing away. A review of the devices logs revealed no failure, malfunction or iipv events that could have caused or contributed to the patient's death, however one iipv event was found that occurred more than 48 hours before the patient's death. That event was reported in 1423500-2012-16578. Internal and external visual inspections revealed no problems. The device passed both electrical and functional testing and was determined to meet all performance specification requirements. Baxter evaluated the device and no failure or malfunction were identified that could have caused or contributed to the patient's death.

Event description:
On (B)(6) 2012, the homechoice patient's (hp) daughter contacted homecare services to report that the hp had passed away on (B)(6) 2012. The daughter stated the cause of death was cardiac arrest. Global pharmacovigilance contacted the registered nurse (rn) on (B)(6) 2012. The rn confirmed the date of death as (B)(6) 2012. The rn could not confirm the cause of death. The rn stated the patient was in the hospital at the time of death (diagnosis unknown). The rn did not know if an autopsy was performed. The rn stated that she would not be receiving medical records to verify the cause of death. No additional information was available at this time.